Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the lock lever detachment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip was implanted successfully. The second clip delivery system (cds) was advanced to the mitral valve. Grasping was performed. While re-positioning the clip, after raising the gripper and unlocking the clip, the lock lever broke under the cap and separated from the cds. The clip was successfully deployed where it had been placed. Two clips were implanted, reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Correction: implant date added evaluation summary: all available information was investigated, and the reported detachment of device or device component was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to this lot. Additionally, a review of the complaint history identified no other similar incidents reported for detachment of device or device component from this lot. All available information was investigated, the reported detachment of device or device component appears to be due to an observed broken lock lever. The broken lock lever appears to be related to a potential product quality issue; therefore, this issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices.